Event description:
It was reported that during the procedure the patient suffered hypotension which was successfully treated. The start date is 2005, and stop date was three days later. Condition was not pre-existing and unknown if product related. Action/treatment was vasopressors/inotropes. The event resulted in new/prolonged hospitalization and the patient outcome resolved.